Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported, a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed, opening device in the anterior side assessed, as surgical damage. Additional observations: crease observed, in the device. Wear abrasion observed, in the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.